Event description:
Related manufacturing number: 2017865-2021-30704. It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited fracture. It was also noted that the right atrial (ra) lead exhibited varying low voltage impedance, decreased atrial sensing and fracture. Both ra and rv leads were explanted and replaced. The patient's condition was unknown.